Event description:
It was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with unknown units of insulin during the load sequence. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported. Customer's blood glucose was in the 200 mg/dl range.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.